Event description:
User facility reported, a successful novasure procedure in 2008. The pt was discharged home. The next day, the patient returned to the hosp with an elevated temperature. She was given antibiotics (name of medication unknown) for possible endometritis and sent home. She was called back to the hosp the same day and admitted when blood cultures returned positive for e-coli (escherichia coli) and strep (streptococcus) faecalis. Intravenous (IV) antibiotics (name of medication unknown) were administered. Two days later, a laparoscopy was performed which revealed no acute pelvic inflammatory disease (pid), normal tubes [fallopian] and ovaries, no perforation, no pus or fecal material in abdominal cavity. No pelvic trauma or abdominal injury noted, gall bladder slightly distended. A hysteroscopy done on the same day revealed no pus in the uterine cavity. On the same day, she was transfered to a high dependency unit as her condition deteriorated. Two days later, she improved and moved back to a regular hosp unit. She remained hospitalized until five days later, due to "chest complications". The physician reported, she has "no concerns about the role novasure played in this situation."

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. The device involved in this event was not returned; therefore, an investigation was unable to be performed.